Event description:
Patient is reported to have experienced headaches and enlarged ventricles. Surgeon tested both ventricular catheter and peritoneal catheter and they were flowing fine. However no fluid flowed through the valve. The valve was explanted and replaced.